Event description:
The hosp reported a pt was undergoing an electrocardiogram (ECG) analysis in the emergency department while connected to a dash 4000 pt monitor. The monitor would not complete the ECG analysis and "lead error" was displayed on the monitor. After the electrodes were changed and the leads were replaced, the monitor still did not complete the ECG analysis and "unable to perform ECG analysis with 3 leads" was displayed on the monitor. The monitor was replaced with another device and ECG analysis was obtained and the pt was treated for st elevation. No further pt sequela was reported. The hosp reported that the inability to obtain the ECG with the monitor was due to aged ECG cables that were not replaced at the time a new monitor had been purchased. After the event, an onsite ge healthcare biomed tech replaced the ECG cable for the monitor. The ECG cables lot number is not known, therefore, the age of the cables cannot be determined. The cables are no longer available.

Manufacturer narrative:
If add'l info becomes available, a f/u MDR will be submitted.